Event description:
Reportedly, the recipient experienced a head trauma around april 2024, and then he was not able to hear sounds with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient experienced a head trauma around (B)(6) 2024, and then he was not able to hear sounds with the device. The recipient has been re-implanted.